Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: the d4 "UDI" field should have been left blank in the initial report submission. The device is not sold in the united states and therefore the UDI does not apply to the product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image guide coating had peeled due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "chapter 3 preparation and inspection 3.2 inspection of the endoscope" 4. Visually confirm that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome and the insertion tube. 5. Cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating of resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts. 6. Grasp the insertion tube lightly with your hand, slide it in both directions along its entire length, and check with your hand that there is no catching on the entire circumference. Also make sure that the insertion site is not unusually hard. 7. Visually and by hand confirm that there are no abnormalities such as abnormal slack, bulges, scratches, holes, etc. In the covering material of the curved part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the image guide bundle had a stain. It was also noted that the connecting tube and bending tube had a dent and there were scratches throughout the device. The angulation lever had a crack and the channel cleaning brush and forceps could not be inserted smoothly due to damage to the channel tube. The electrical connector had corrosion due to water leakage and the adhesive on the bending section rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera bronchofibervideoscope had a pattern like dirt on the entire screen. There were no reports harm associated with the event. Inspection and testing of the returned device found that the connecting tube coating was peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.